Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. The jaws were clean and did not contain tissue. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was also activated multiple times on simulated tissue. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was difficult to open after activation. It was also noted that tissue was sticking to the device. No patient injury occurred.